Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered an alert for a charge circuit timeout. It was noted by the clinic that detections and therapy of the patient¿s ICD were turned several years ago per the patient request. Additionally, the patient reported her device felt ¿sore, like a bruise.¿ the charge circuit timeout was cleared and the ICD remains inactive/implanted. No further patient complications have been reported as a result of this event.